Event description:
While using tactyl nonlatex hypo-allergenic gloves in a total hip replacement with methylmethacrylate present, it was noted that, at the point when the gloves came in contact with the methylmethacrylte, the gloves essentially seemed to melt. This resulted in the surgeon's thumb being no longer protected by the glove and the thumb going into the methylmethacrylate. This exposed the pt to a potential of infection. At the end of the case, to confirm rptr's suspicions that the glove had dissolved in the presence of methylmethacrylate, rptr put some methylmethacrylate against 2 gloves and noticed that the gloves seemed to melt. They had therefore treated the pt appropriately with debridement, irrigation, and antibiotics. At this point it is not clear whether or not an infection will occur. Rptr has also notified the MFR rptr. Has let them know that this occurred. Rptr recommended that they change their labeling to make it clear that these gloves should not be used in the presence of methylmethacrylate. The company reported that they do include a specification sheet with the gloves which was supposed to be at rptr's hospital. Rptr has reviewed the specification sheet. The sheet mentions that the gloves are soluble or softened by aliphatic, aromatic, and chlorinated hydrocarbons, ketones, esters, ethers, and alcohols. There is no specific mention of methylmethacrylate although rptr suspects it does fall into one of those chemical classifications. The hospital purchasing department reports that they did not have a copy of the specification sheet until after this incident and the company subsequently provided that specification sheet. Rptr thinks with or without the specification sheet in a real-world sense the company needs to be more specific in notifying users about the risk of these gloves softening or dissolving in the presence of methylmethacrylate and rptr does not think the average hospital purchasing department is able to understand the precise chemistry of methylmethacrylate. Rptr would recommend a change in the labeling for these gloves and notification of other users of these gloves that this is a problem.